Manufacturer narrative:
Based on additional feedback, this issue was not caused by siemens system (p500). This issue was caused by carto system. And the replaced part information is not for siemens product as well. When we also double checked with us regional service, there was no service data for this site. Further investigation is not required for this case. Reference# (B)(4).

Event description:
It was reported that toward the end of the case when the magnetic could not turn on. The carto 3 system displayed error #1 "no communication with the piu and the piu would not initialize. Error 27 was also displayed on the carto 3 system. The piu was restarted. It was confirmed that the issue was resolved by replacing the faulty dc/dc card with another one that was delivered to the customer. The system is ready for use. It was reported that the p500 ice machine had no signal. The ice machine was restarted and the issue persisted. The procedure was aborted. It was confirmed that the issue was related to non carto device. It was reported that the reading dashboard moves and v5 signal appeared on the annotation window without being prompted. It was reported that synchronization turned off. It was reported that the point list and point tag disappeared. Fse follow-up was requested. The patient was sedated at the time of the reported error and there was no patient consequence.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).